Event description:
A complaint was received from a customer that reported that only half of the number (top half) of the display is visible. The customer changed the batteries but this did not resolve the issue. While on the phone a review of the system was conducted. The customer had the display issue for a couple of weeks. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.